Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Customer's blood glucose was 218 mg/dl. Troubleshooting was done. Advised customer that insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed the test. The device had minor scratched display window and cracked reservoir tube lip. No moisture damage noted on the electronic assembly or on the motor assembly.